Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection found no defects. The functional evaluation found no faults, the device performed within expected parameters. We have not been able to establish a relationship between the device and the reported event. Probable cause includes a leak in the dressing and or user error. Per report, the flow meter was checked and a leak was detected in the foil. The reported alarm was most likely due to this leak. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the pump displayed a canister full although the canister was new and not full. By checking the flow meter it indicated a leak in the foil so the correct alarm was not indicated on the touchscreen.